Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event was determined to be an unexpected high ultra filtration for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 01:11:20. During night drain cycle three, the patient's ultrafiltration reading was 10066ml, indicating the home patient drained 10066ml more than their maximum programmed fill volume of 2200ml. No additional information is available.